Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with non-healthcare professionals (train staff) who provided juice for treatment. Subsequently, the customer was taken to the hospital where they regained consciousness and had contact with a healthcare professional who provided a sandwich for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.